Manufacturer narrative:
(B)(4). A visual inspection was conducted on the screw. The screw shows heavy signs of use. The screw head has marking. The screw has fractured mid screw shaft. The complaint is confirmed. A determination cannot be made as to what caused the screw shaft to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a 12mm screw broke upon insertion into the 7th posterolateral rib during an initial ribfix blu procedure. The distal end of the screw remained implanted in the patient, as extraction would have been difficult and caused damage. Attempts have been made and additional information on the reported event is unavailable at this time.